Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported having an episode of "flat lining". The pacemaker remains implanted. No additional adverse patient effects were reported.